Event description:
Customer alleged the scooter had fallen when going up the ramp part of the curb. Minor injury alleged.

Manufacturer narrative:
The consumer is a female. (B)(6). The consumers preexisting medical condition was stated as recent surgery for a broken foot and staples in her leg. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that she was going up a curb ramp from the street when the scooter slipped to the left causing her to fall with the scooter. The consumer stated that her leg was wrapped up in the scooter. Medical intervention was sought and the consumer stated that she sustained a sprain and bruises. She is doing better now. The consumer stated that a replacement unit has been delivered and the damaged unit was due to be picked up that day. RMA (B)(4) has been issued for this incident. Unit is being returned for an inspection and evaluation.